Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead dislodged and during the procedure to re-position it, tissue was found to be "stuck in the helix." The lead could not be re-positioned and was removed and replaced. It was also reported when the replaced lead was attached to the existing device the set screw could not be tightened. As a result, the device was removed and replaced. No patient complications have been reported as a result of this event.